Event description:
It was reported the pouch was not sealed, and therefore the device was not used in the patient.

Manufacturer narrative:
The returned device has been evaluated and confirmed the pouch was not sealed.(B)(4)